Manufacturer narrative:
The device was explanted but discarded and not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed excessive bleeding about 12 hours after the implant procedure. The physician believed the issue was due to the patient's use of blood thinners. The device was explanted and the patient has recovered without sequelae. The patient would like to be re-implanted in the future due to finding effective pain relief during the trial.